Event description:
The customer reported inaccurate sensor readings, and wide disparities between sensor glucose levels and blood glucose levels. The customer reported the insulin pump going into threshold suspend when the blood glucose value was 134 mg/dl. The customer was assisted with clearing the alarm. The customer was sent two courtesy sensors. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's sensor glucose was 60mg/dl and blood glucose was 134mg/dl.